Manufacturer narrative:
(B)(4). Batch # p55r4v. Event month and day unknown. Only year (2017) is known. Device evaluation the analysis results showed that the cs40g device was received with no apparent damage and with the original cartridge loaded in the device. The cartridge was received void of staples, with the washer uncut, with the drivers exposed and with the knife recess below the cartridge deck and without damage. In addition the returned cartridge was noted to have three staples stuck in the washer, it appears possible that excess of pressure was placed on the distal end of the device not allowing the retaining pin to properly assemble becoming misaligned with the anvil causing the staples not to properly form and damaging the knife as the knife hit the anvil and not the washer. Please reference the instructions for use for additional information. The device was tested for functionality with a test cartridge and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device would not fire. It is unknown on which firing this occurred. There were no patient consequences reported and the device will be returned. There is no additional information available.